Event description:
Circumcision was being performed on patient with a mogen clamp. The physician's glove got caught in the clamp. A gentle attempt to remove the glove resulted in avulsion of a large portion of foreskin below the mogen clamp, leaving approximately 1 cm of skin at the base of the penile shaft. On examination of the clamp, the physician noted that the clamp was broken and opened too wide. A plastic surgery and a urology consult were obtained. No further intervention was required at this time.